Event description:
It was reported that patient felt no stimulation from their implantable neurostimulator (ins). It was noted that the patient had therapy up until yesterday but now could not feel the stimulation ¿at all¿. The patient denied any accidents or trauma but it was noted that they had a new lead placed 2 weeks ago for their ¿left side¿ (the patient initially had the therapy for their right sided pain but then started to have pain symptoms on the left side). It was verified with the patient¿s programmer unit that the ins was on. The patient turned off the device because it was not working and it was recommended that they follow up with their physician. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient, product ID 3888-33, lot# va04m3g, implanted: (B)(6) 2013, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).